Manufacturer narrative:
Patient info was not available at the time of this report.

Event description:
Medtronic representative reported that the system being used for computer assisted surgery had shifted in accuracy during navigation. The image would shift to the right by a few mm after 15-20 minutes navigating. The camera for the system was replaced with no subsequent recurrence. The returned camera was investigated, and could not rule out that a malfunction contributed to this event.